Event description:
It was reported that during a therapeutic peripheral procedure, the manufacturer's catheter's needle did not deploy. A second manufacturer's catheter was used to complete the procedure. No patient injury was reported. The returned device was visually and microscopically inspected. The needle was slightly protruded, presenting a sharp edge. This product problem is being submitted for the protruding needle. There is a potential for harm if the malfunction were to reoccur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. The probable cause is a mechanical failure due to the needle unable to deploy fully. Device manipulation, impact and applied pressure associated with use and handling may affect the integrity of the device.